Event description:
It has been reported to philips that fluoroscopy was delayed when using the footswitch. The issue was found outside of use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) was informed by the customer that while doing ciny there was lag in the system. The customer stated that this hasn't happened in a while when the fse visited onsite. Therefore, no further action could be performed by philips. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.